Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation; no unexpected low battery alarms noted during testing or found at the downloaded pump history. The battery was removed from pump and monitored for 10 minutes and powered up properly after insertion of the battery and no ram crc alarm were noted. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 330 mg/dl at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.